Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a titanium adapter and the transfer set. The patient found that the transfer set had come off from the titanium adapter when they woke up in the morning. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification and no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed was acceptable and product met specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.